Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient had a restorelle y contour mesh implanted in (B)(6) 2017 and from (B)(6) 2017 experienced the following: paravaginal defect, muscle weakness, absence of bulbocavernous/ anal wink reflexes, urinary tract infection, e-coli, acute on chronic cystitis, pain, foul smelling urine, abnormal pudendal nerve latency and recurrent cystocele/ vault prolapse (failed pelvic organ prolapse repair). In (B)(6) 2019, a restorelle directfix mesh was used for cystocele repair. Reportedly, post procedure the patient experienced incision separation with chronic discharge, granulation tissue, hematuria, recurrent urinary tract infections, worsening pain, suture extrusion, tenderness on palpation, increased resting tone of pelvic floor muscles, mesh exposure, difficulty walking, constipation with defecatory dysfunction, anal spasm, recurrent grade 2 cystocele, further examination under anesthesia, flap excision of midline vaginal mesh exposure and prolene sutures, eugenol allergy (component of polypropylene), recurrent enterocele and ultimate mesh excision and placement of allograft.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation except ambulatory difficulties. There are no clinical studies or literature to support a specific causal relationship between restorelle and ambulatory difficulties. No further action or corrective action is required at this time. The additional restorelle device referenced in b5 is captured under a separate medwatch report.

Event description:
Reportedly, the patient also experienced vaginal bleeding, overactive bladder, dyspareunia, vaginal irritation with rash/blistering, inflammation, scar tissue, e-coli treated with medications and continued decline in health. Patient was seen by allergist and was not allergic to polypropylene mesh material, but was informed components over time could cause sensitivity.